Event description:
Device memory data was not available ans statistics were inconsistent during a interrogation whereas no problem was encountered during both previous and next follow-up.

Manufacturer narrative:
(B) (4). Analysis is pending.